Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-50 serial number: (B)(6). Batch/lot number: 7041931 model/catalog description: coveredge 32 surgical lead kit 50 cm unique identifier (UDI): (B)(4). Model number/catalog number: sc-4316 batch/lot number: 23021332 model/catalog description: clik anchor unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. Program optimization was attempted and was not successful. The patient underwent spinal cord stimulator (scs) explant procedure and was doing well postoperatively. All explanted devices were disposed.